Event description:
Information received indicates the head end brake casters will not lock into brake.

Manufacturer narrative:
The technician found the casters out of sync and the caster supports were broken. The technician re-synced the casters and replaced the caster supports to repair the bed.